Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. During testing at the user facility, the device passed testing and will be returned to clinical service.

Event description:
The customer contact reported a death while the device was in use. At 1440, channel b of the pump was programmed to deliver normal saline at a rate of 100ml/hr. Channel c was programmed to deliver 2500u/250ml of heparin at a rate of 10ml/hr and the deliveries was started. No further programming parameters were provided. At 1900, a nurse noted channel c was alarming for "air in line" and that the heparin container was empty. At that time, channel b displayed a rate of 10ml/hr instead of the reported programmed rate of 100ml/hr. It was reported that the "final" rate displayed on channel c was "not validated but was believed to be 100ml/hr" instead of the reported programmed rate of 10ml/hr. The physician was notified and the patient was treated with "100 units" of protamine sulfate. The device was removed from clinical service. At 1935, the patient's aptt (activated partial thromboplastin time) was 361 seconds. At 2034, the aptt was 145 seconds. At 2158, a CT scan of the brain indicated the patient had cerebral bleeding. In 2007 at 0244, the patient expired. The patient's wife declined to have an autopsy performed. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.